Event description:
This event was reported to an arstasis rep approx one month after it took place. Pt info was not available since hospital staff could not identify the exact pt name to review records. The operator, a radiological tech, attempted to obtain femoral artery access in a pt. The device failed to achieve second mark. The operator probed with the 0.018" guidewire to the point where it bunched up and kinked. He retracted the plunger while the guidewire was still advanced in the device and replunged while the guidewire was positioned outside the shaft of the device in the subcutaneous tissue. This caused severe kinking of the guidewire. He then pulled the guidewire forcefully back and sheared the tip off - about a 3/4 inch portion was left in the subcutaneous tissue outside of the artery. The case was converted to standard access and was completed with no ill effects to the pt. The physician determined the pt was not at risk due to the guide wire tip remaining in the subcutaneous tissue.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, the reported failure mode was replicated in a benchtop setting when the device was improperly re-deployed several times without retracting the guidewire. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera access system instructions for use (IFU) was reviewed. In the precautions and deploying the axera access device sections, the following instructions are included: avoid kinking the guidewire, replace with a new guidewire if the guidewire becomes kinked, carefully remove and replace if the guidewire kinks inside the device, and stop if excessive resistance is felt during removal and retract the device and guidewire together from the vasculature. Additionally, if the guidewire cannot access the vasculature after the plunger is fully depressed, instructions are provided to abort the procedure and revert to standard arteriotomy. The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The probable root cause, based on available info, is user error due to improper handling of the device and possible excessive force when resistance was encountered. The operator has been re-trained by the arstasis rep. Advancement of the 0.018" guidewire should be performed under fluoroscopy and if resistance is encountered, to stop and not force the 0.018" guidewire as it will bunch up and kink and could be sheared off.